Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric patient underwent an excision of pontine cavernous angioma in which floseal was used. The physician reported the floseal was used in the normal process and was not used intra-vascular. Later that evening, the patient was transferred to the intensive care unit for disseminated intravascular coagulopathy (dic) and hepatic cytolysis. The patient received two units of activated platelet concentrate, fresh frozen plasma, antithrombin 3, and fibrinogen for the dic. At the time of this report no further detail was provided regarding additional treatment, interventions for the event or the patient¿s outcome. No additional information is available.

Manufacturer narrative:
The actual device was not available for evaluation; however, a retained sample was evaluated and no issues were observed during the retention sample analysis. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.